Event description:
Event reported in journal article as "abdominal abscess."

Manufacturer narrative:
The product associated with this report will not be returned for analysis. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date and explant date. The reporter has not provided this specific information at this time. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Due to this report being received vis published data in the medical literature, without individual case data being provided, inamed anticipates the possibility of duplication in previous or furture reports. Infection is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for this event. Device labeling addresses the possible outcome of an affection as follows: "infection can occur in the immediate post-operative period of years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."